Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure the staples pin opened after 2 days. The patient did experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did require a revision surgery.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023 additional information was requested, and the following was obtained: what were the indications for surgery? Cancer what surgical procedure was performed? Lar did the patient receive any preoperative chemotherapy or radiation? Yes were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Dr (B)(6), he has been using powered circular regularly from 8 months and have been using intermittently from 2 years where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Tick sign ( ) was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full rotations was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, 2 complete donuts were there were there any issues noted with staple formation? If so, please describe the shape and location. Not during the surgery was a leak test performed? If so, what type and what was the result? No was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? 2 days how was the leak identified? Blood was coming in patient¿s motions what was observed at the site of the leak upon reoperation? Staple pins were open and out of place and half circumference of stapler line was open how was the leak addressed? Suture were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. No